Manufacturer narrative:
The returned control pc board was received without a backup battery. A visual inspection showed otherwise no anomalies. The circumstances around the installation are not known. A backup battery was mounted on the control pc board and new software was installed. During laboratory tests with the returned control pc board installed in a reference ventilator several pre-use checks succeeded and simulated use test ventilation ran for 4 days without any problems encountered. The ventilator was turned off/on multiple times without errors. Mechanical stress tests did not show any notable sensitivity to tapping and vibrations, moderate cooling and warming. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation audiovisual alarms will be generated. The conclusion in this matter is that the reported problem was confirmed from a received picture but could not be reproduced during laboratory tests.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves, there was no patient involvement. Manufacturer's ref #: (B)(4).